Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxtin screen test (oxsf) for staphylococcus aureus in association with the vitek® 2 ast-p626 test kit (ref. 413863, lot 5360973403). Summary for s. Aureus, isolate 74174: vitek 2 ast-p626 lot 5360973403 initial testing: oxsf = positive; repeat testing: not performed; alternative testing: oxacillin etest® = susceptible. During troubleshooting, it was noted that the customer has not cleaned their optics since installation of the instrument in (B)(6) 2019. Per instructions for use (IFU) vitek 2 optics are to be cleaned on a weekly basis. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false positive cefoxtin screen test (oxsf) for staphylococcus aureus in association with the vitek® 2 ast-p626 test kit (ref. 413863, lot 5360973403). No strain was submitted for investigational testing. Submittal of the customer¿s isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Since no strain was able to be submitted by the customer, an internal staphylococcus aureus atcc® 29213¿ strain was used for investigational testing. The biomérieux internal s. Aureus atcc 29213 quality control strain was subcultured to tsab agar. A second subculture was performed and testing included ast-p626 cards from the customer lot (5360973403) and a random lot (5361200103) in duplicate. All four ast-p626 cards tested resulted in the expected negative oxsf result. No quality control deviations were observed. Ast-p626, lot 5360973403 met final qc release criteria. The lot passed qc performance testing.see h10 for addtl mfg narrative.